Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced low blood glucose level of 3 mmol/l. Customer was treated with food. Customer's blood glucose level went to 5 mmol/l. Customer stated that the insulin pump had insulin pump had pump error alarm. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer stated that the insulin pump passed self test. The device will not be returned for analysis.